Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed

Event description:
It was reported to boston scientific corporation that a spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2022. A simulation scan was performed on (B)(6) 2022. The spaceoar gel was noted to be bright on the scan. Upon looking closely at the scan, it was not possible to know if there was any rectal wall infiltration on the computed tomography (CT) scan. The image showed an irregular shape with a, "finger-like projection of the gel towards the center but not making it to the lumen". It was noted that, the first cone bean computed tomography (cbct) scan performed showed a clear rectal wall infiltration. On (B)(6) 2022, the spaceoar gel was still visible on images. On (B)(6) 2022 the spaceoar gel was non-enhancing and appeared to be gone. A single gas bubble appeared where the spaceoar gel used to be. The patient was reported to be asymptomatic.